Manufacturer narrative:
This report is submitted on august 5, 2021.

Event description:
Per the surgeon, the patient experienced a loss of osseointegration, resulting in loss of the internal fixture and abutment. The patient was reimplanted with a new device at a new site.